Event description:
A report was received that the patient's battery site had eroded. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's battery site had eroded. The patient will undergo a pocket revision.

Manufacturer narrative:
Date received by manufacturer, was (B)(6) 2011 additional information was received that the patient's ipg was explanted. The patient was re-implanted and is reportedly doing well. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted ipg found them to be satisfactory.